Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
It was reported to philips that the heartstart xl defibrillator failed to shock during patient use. A pt death may have occurred - we are attempting to obtain confirmation.